Event description:
This case was reported by a lawyer and described the occurrence of neuropathy in a female pt who used super poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. In approx 2001, the pt used poligrip at unk dosing. At an unk time after using super poligrip, the pt experienced neuropathy, copper deficiency, and nerve damage. At the time of reporting, the events were unresolved. According to the legal complaint, the pt experienced "severe injuries, including permanent and disabling neuropathy, as a result of exposure to the super poligrip denture adhesive..." Furthermore, "over years of sustained use, the excessive amount of zinc contained in the super poligrip depleted [pt's name] body of copper, which in turn caused her serious health problems, including her debilitating neuropathy." The pt used super poligrip to stabilize her full upper and lower dentures from approx 2001 until (B)(6) 2010. The pt was diagnosed with "severe and permanent neuropathy" and "other copper deficiency related illnesses." During the subsequent years, the pt's symptoms increased and she lost much of her sensation and was required to use a cane.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).